Event description:
International affiliate reports the perforator failed to disengage while drilling during a craniotomy. There was no injury to the pt. The surgeon attributed the disengagement failure to the drilled bone being thin. Note: the affiliate reported this event to codment in 06/05.